Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a cold snare device was used for a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare loop would not cut. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.